Event description:
It was reported that the user experienced a leaking insulin cartridge during a supply change, with an occlusion alert noted and elevated blood glucose prompting inspection. Cartridge lot # 34253. The user stated they followed proper procedure, used new cartridges and connectors, and observed no air bubbles, and identified the leak at the cartridge while the infusion site was located near the umbilical area. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and the need to replace supplies. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed user-reported leakage at the cartridge and an occlusion alert, with no additional device defects identified by the user. It was concluded that the event involved a leaking cartridge and resultant hyperglycemia, and that replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.